Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously elevated troponin I (accutni) results for three (3) patient samples on their access immunoassay system. The erroneously elevated accutni patient sample results were reported outside of the laboratory. The results were questioned by the ordering physicians. There was no impact to patient treatment associated with this event. The customer reported quality control results were recovering within the laboratory's established ranges both prior to and after the event. A diagnostic system check was performed prior to assaying the patient samples. The system check failed due to high imprecision with the wash portion of the check. The customer reran the wash portion two (2) additional times with failing results each time. The customer proceeded to assay patient samples on the analyzer despite the failed system checks.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the peristaltic tubing and the aspirate probes. The fse checked the integrity of the mixer belt and cleaned the rollers and pulleys. The fse checked the wash carousel for spills. The fse ran a system check and hardware verification which yielded results within instrument specifications. The root cause of this event was attributed to use error - the customer continued to use the instrument to analyzed patient samples after obtaining failing results on the diagnostic system check. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.